Manufacturer narrative:
(B)(4). Data has been received for investigation. A follow-up will be submitted upon completion of data investigation.

Event description:
Dexcom was made aware on 03/08/2018, that on (B)(6) 2018, a loss of connection occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on 03/21/2018. The device was visually inspected and pass. Performed voltage test and passed. Performed a pairing test with a nordic bluetooth device and failed. Performed share log review and a loss of connection was found. The reported event of a loss of connection was confirmed. The probable cause of the issue is a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
"Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection.